Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro overheated and failed to deactivate. The hosp switched out the cord; however, the device was still activated. A replacement device was used to complete the procedure. The hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).